Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position, there was no damage to the adapter. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. Functionally, the unload switch was depressed multiple times and showed no hang ups or sluggishness, the adapter was then connected to the gen2 acc software and the strain gauge was responsive, the adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang ups or sluggishness was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. Evaluation of the returned handle noted that a fatal error occurred during firing with the returned adapter. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: uart errors. Visual inspection noted there were uart communications errors present in the data saved to the system. The device was able to be fired with other representative instruments without loss of communications. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p2h0396) sigphandle, sig power sigphandle handle (sn:(B)(6)) sigpshell, sig power sigpshell control shell (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, the surgeon tried to staple the hepatic vein and some liver parenchyma, when the staple finished at 50%, the surgeon did not click the down fire button, however, the device automatically fired all the way to the end. After stapling ended, the jaw retraction did not performed and the jaws locked in tissue. After a few seconds, the surgeon rebooted the power handle, then retraction was able to work and the device was removed from the tissue. There was no patient injury.